Event description:
It was reported that the table on the 2600 system would not boot up and there was a cassette stuck in the table. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mother board and cassette switches were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.